Event description:
It was reported by customer that our health system has anesthesia mode disabled due to safety concerns with ability to override hard limits (although important feature indefinite pause is unable used due to this configuration). Anesthesia mode is disabled to prevent potential sentinel events such as the near misses below that were prevented by hard dose limits. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.